Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction made to d5 for operator of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the inspection method in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. "[Inspection of the endoscope]. 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of the instrument channel]. 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. [Inspection of the endoscope]. 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that foreign material came out of the instrument channel and was also adhering to the distal end. This is attributed to failure to clean adequately. Other observations for the device: due to clogging of auxiliary water channel, water cannot be supplied; adhesive of distal end rubber coating (a-rubber) has discoloration, white-clouded area, and a crack; scope cover plate is detached; adhesive around objective lens and light guide lens has white-clouded area; distal end cover (c-cover) has a burn; connecting tube has discoloration; and connecting tube, image guide protector, scope connector, universal cord, protector of universal cord have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Information provided on reprocessing of the device: it is not known if the device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device was known. It is not known if the device with the presence of foreign material was used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The instrument/suction channel was aspirated with water. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. It is not known if the instrument channel outlet or the distal end were wiped/brushed with clean lint-free gauze, brush, or sponge, nor if the instrument channel was brushed.

Event description:
Customer returned the device for evaluation and repair of an issue with clogging of a channel. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that foreign material came out of the instrument channel and was also adhering to the distal end. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of presence of foreign material coming out of the instrument channel and on the distal end as observed during device evaluation.